Event description:
The customer contact reported that during performance verification testing at the user facility, the ac cord ground prong was bent. No information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The field service engineer conducted testing at the user facility. During testing, the ground prong of the ac power cord was bent. The probable cause for the bent ground prong on the ac power cord, is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at an angle, it is possible to bend the prong of the power cord. This report represents all the information known by the reporter upon query by hospira personnel.